Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed as no log files were submitted for review. Multiple attempts were made to obtain further information from the customer regarding the reported event; however, no further information was provided. The system controller was not returned for analysis. A reason for the driveline disconnect cannot be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision a, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (revision a) section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a system controller exchange due to modular cable damage a couple months ago. Caregiver stated this driveline disconnect alarm happened once since the exchange. The event date was estimated. The controller exchange was reported under manufacturer report number 2916596-2024-04553.